Event description:
A caregiver reported a low reading issue with the freestyle libre 2 sensor. The caregiver reported that on 28 sep, the sensor gave unspecified lower readings as compared to built-in meter. The caregiver treated customer (child) with compotes three times over the night, but the customer became tired and thirsty. The morning of 29 sep, the caregiver obtained a blood glucose of 'hi' (> 500 mg/dl) from the built-in meter as compared to scan of 73 m/gdl and treated customer with 5 ui novorapid insulin. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006df3kr has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the freestyle libre 2 sensor. The caregiver reported that on 28 sep, the sensor gave unspecified lower readings as compared to built-in meter. The caregiver treated customer (child) with compotes three times over the night, but the customer became tired and thirsty. The morning of 29 sep, the caregiver obtained a blood glucose of 'hi' (> 500 mg/dl) from the built-in meter as compared to scan of 73 mg/dl and treated customer with 5 ui novorapid insulin. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.